Manufacturer narrative:
Correction: in initial report it was incorrectly reported the manufacturing date however, at that time the lot number of the product was not provided and it should have been blank. New information was received and now the product has been identified and the manufacturing date is 10/29/2015. Additional information: new information was received and now the product has been identified and the manufacturing date is 10/29/2015. Patient interface lot number is ca16553 it was reported that surgeon first name is (B)(6).

Manufacturer narrative:
UDI #: not available since product lot number is unknown. (B)(4). Applications support manager spoke with surgeon and discussed ways of avoiding suction loss as well as options following suction loss. Patient age is unknown as it was not provided. Expiration date - unknown since product lot number is unknown. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date - unknown since product lot number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he experienced suction loss in right eye of patient. Surgeon attempted to re-applanate and proceeded with flap lift. When attempting the flap lift surgeon noted it to be very sticky at the area where he lost original suction. It was reported that surgeon aborted procedure without lifting flap and plans to complete photorefractive keratectomy in the future. Patients 1 day best corrected visual acuity (bcva) was 20/20.